Manufacturer narrative:
The product will not be returned for evaluation. Customer was provided price information for a new speaker and informed of the end of service status. Information has been added to the database for trending purposes. (B)(4).

Event description:
Covidien received a report that the unit does not have audio. Customer confirmed there was no patient involvement with the use of this device.